Event description:
Per the clinic, the patient developed an infection at the implant site, resulting in the decision to explant the device. The device was explanted (B)(6) 2012 and the patient was reimplanted with a new device on (B)(6) 2013.

Manufacturer narrative:
(B)(4). The device is unavailable for analysis.